Manufacturer narrative:
A review of the instrument files for the escalated measurement cartridge installed on rp500e was found to be working as intended. The po2 sensor did not record any systemic or sensor related errors during or around the time of the escalated patient sample. The automatic quality control performance was found to consistent and without any anomalous behavior over the use life of the po2 sensor. For the escalated patient sample, the sensor raw response data files were not available for review. Critical information on the secondary results like the timestamp or the full blood panel results for the sample was not made available for this review. There is insufficient information to confirm the alleged discrepancy in po2 results. The rp500e is performing as intended and is currently operational. The cause of this event is unknown.

Manufacturer narrative:
Customer provided instrument files for further investigation. The cause of this event is unknown.

Event description:
Customer alleged a discrepant low po2 result when compared to a repeat analysis on a different laboratory analyzer using the same sample. There is no report of injury due to this event.